Manufacturer narrative:
Patient codes - (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, the oral anvil was being deployed down the esophagus by the user and detached from the tubing. The suture guide was intact and broke when entering the posterior pharynx where it became lodged. Esophagogastroduodenoscopy was needed to be performed to retrieve the device. A new oral anvil was used to complete the case.